Event description:
On (B)(6) 2012, the lay-user/patient's wife contacted lifescan from the (B)(6) alleging the one touch verio meter was testing in the settings mode. The patient's wife did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's wife claimed the meter was testing in the settings mode. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's wife did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (11/05/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the primary complaint was not confirmed. The meter was found to take readings and not testing in settings mode. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.